Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. Approximately 40 seconds into the procedure the vacuum light illuminated. The physician then attempted to perform a curettage and "noticed a perforation". It is unknown if intervention was required. A dilation (not hologic devices) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).